Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The battery terminal pins and battery catch were found to be in good condition. The log did not show any evidence of power related faults. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. The battery/batteries used uring the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.